Event description:
Suture retriever broke during procedure. Plastic handle stayed in the physician's hand and the metal tip portion was removed from the pt using a hemostat. The last suture was pulled through and the procedure was successfully completed. No pt injury was reported.